Manufacturer narrative:
The patient/family was the initial reporter so personal information was not entered. No information was captured as the customer's weight was not provided.

Event description:
The customer reported that he was having headache and feeling tired. He performed blood glucose tests on the contour next link 2.4 meter and contour meter within 10 minutes and obtained readings of 246 mg/dl and 126 mg/dl respectively. There was no allegation of an adverse event. The customer was advised to return the test strips for evaluation. Replacement meter and test strips were sent to the customer.

Manufacturer narrative:
The customer did not return the suspected product for evaluation. Therefore, in-house contour next test strips from lot # 8kpeg12a were tested with the in-house contour next link 2.4 meter, which gave satisfactory performance.